Event description:
The account alleged the bed exit would not function. No patient impact.

Manufacturer narrative:
The technician could not duplicate the bed exit not functioning, the bed functioned as designed.